Event description:
Subsequent to the initial MDR, a correction is required. It was reported that ?/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On (B)(6)2023, the patient experienced sensor error "no readings, wait up to 3 hours". The patient experienced severe hypoglycemia with tiredness. The patient called an ambulance, and the paramedics treated her with glucagon. The patient was taken to the hospital and stayed there for 4 days for observation. The patient was told by the doctors that her pump was damaged and that was the cause of the hypoglycemic event. There were no bg values documented during the entire event as the patient couldn´t remember. At the time of the report the patient was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). 3004753838-2023-028273 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The information in the initial MDR was previous reported under 3004753838-2023-029275.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The patient experienced severe hypoglycemia with tiredness while the cgm was displaying, "no readings, wait up to 3 hours." The patient stated that they feel tired, the know their glucose is very low. They did not have any glucagon injections available so the patient's husband called an ambulance. They patient could not remember what their blood glucose level was when they were transported to the hospital. At the hospital, the patient was treated with glucagon and stayed in the hospital for four days for observation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.